Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient claim alleges patient suffers from pain and elevated cobalt and chromium levels. Update 1/27/16, 2/1/16, & 2/9/16 medical records received. Medical records reviewed for MDR reportability. MDR will be updated to yes. Medical records reported a fall on (B)(6) 2015 with a closed reduction. Revision surgical note reported elevated ions and mild brown staining of tissue. Part/lot updated.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/7/2016 medical records received. Medical records reviewed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: mar 21, 2016.